Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that their replacement ilet device froze on the tubing fill confirmation screen despite insulin drops being visible. They attempted multiple restarts until the device functioned normally and setup was completed. Blood glucose was not affected, and no adverse events occurred.